Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) resulting in lack of biventricular pacing. The lead remained in use. No patient complications have been reported as a result of this event.